Manufacturer narrative:
No further follow up is planned. Evaluation summary: the reporter stated the patient used the humapen ergo ii since approximately 2015. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient used the humapen ergo ii for approximately four years. The humapen ergo ii user manual states to not use the pen for more than three years after the first use.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old (at the time of initial report) male patient of unknown origin. Medical history included hypertension and concomitant medication included acarbose for the treatment of diabetes mellitus. The patient received insulin lispro (rdna origin) injections (humalog, specific type was unknown), from cartridge via a reusable device humapen ergo ii, 24 iu twice daily, subcutaneously for the treatment of diabetes mellitus, beginning in 2015. On an unknown date, while on insulin lispro treatment, he was hospitalized for blood glucose high (value, units and reference range were not provided). Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro treatment was continued. The operator of humapen ergo ii and his/her training status was not provided. The general humapen ergo ii model duration was not provided. The suspect humapen ergo ii duration was approximately four years as it was started approximately in 2015. The status of humapen ergo ii was continued. The suspect humapen ergo ii was not returned to the manufacturer. The initial reporting consumer did not provide an opinion of relatedness between the event and insulin lispro treatment or humapen ergo ii. Update 03-sep-2019: this case was determined to be non-valid as there was no identifiable valid event. Update 12-sep-2019: information was received from the affiliate on 11-sep-2019 regarding an unsuccessful follow-up attempt. No new information was received and no new medically significant information was updated to this case. Update 15-oct-2019: additional information was received from initial reporter via a psp on 09-oct-2019. Upon follow up, the case was validated as the reason of hospitalization was provided and was upgraded due to addition of a suspect reusable device associated with serious event. Added lab test for blood glucose and EU/(B)(6) fields for suspect device. Updated humapen ergo ii from concomitant device to suspect device, event of hospitalization to blood glucose increased and narrative with new information. Edit 15oct2019: updated medwatch fields for expedited device reporting. No new information added. Update 15oct2019: entered a device specific safety summary (dsss) for the humapen ergo ii. Updated medwatch and european and canadian (EU/(B)(6)) fields for expedited device reporting. Corresponding fields and narrative updated accordingly.